Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with inflammation, drainage and infection extended beyond the patch perimeter. The patient removed the sensor and the skin was infected, the area was swollen and there were boils with draining puss (pustules). The patient went to he hospital with his wife and there they prescribed oral antibiotics (doxycycline for 10 days). At the time of the report the reaction was healing. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).